Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functional testing. In addition, review of the download data indicated can comm timeout events. Upon evaluation, the belt receptacle was detached from the monitor case, damaging internal wires. The cause of the incoming test failure and can comm events is the detached receptacle and damaged wires. Root cause investigation is being performed under an existing internal corrective action. There is no evidence to suggest that the damaged receptacle and wires caused or contributed to the patient's death. The patient was reportedly admitted to the hospital on (B)(6) 2016, which was the last time the device was active prior to the patient's death. The patient passed (B)(6) 2016 in the hospital.

Event description:
During servicing of a monitor which was returned for investigation into a patient's death, an unrelated reportable problem was found. The monitor failed incoming functional testing.